Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Please see medwatch report # 2032227-2014-50984.

Manufacturer narrative:
The insulin pump was received with all of the buttons functioning properly. However, moisture damage was noted on keypad traces. Testing of the insulin pump showed that it was functioning properly and passed all functional testing. The insulin pump has cracked reservoir tube lip, minor scratches on display window and cracked case near display window corners noted during visual inspection.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis and presence of ketones in the body. The blood glucose reading was over 600 mg/dl. The customer's girlfriend stated that the insulin pump stopped working, would not stay on after a battery replacement, showed a black circle on the display, and had an unresponsive keypad. She requested a replacement before the event but was unaware the availability of 24 hour help line to expedite the request. The caller stated that the customer attempted to use insulin pens to treat, but it was not working. She noted that leading up to the event, he had had high blood glucose levels to lower, and in the last 3 days before the event, he had fallen twice; he experienced headaches and could not keep anything down. The customer discontinued use of the device 3-5 days prior to the event. The blood glucose reading was 494 mg/dl upon admittance and he was treated via insulin drip. Advised replacement of the device. Nothing further.